Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date : as per current pfs 01-jul-2020. The patient did not have her essure removed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date: as per current pfs (B)(6) 2020. The patient did not have her essure removed. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case becomes an incident. Removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.